Event description:
The surgeon rocked the va-screw into the 3-holes shaft the device. Two of the screws were placed in the middle and proximal holes of the device shaft; however the 3rd screw was difficult to place into the device shaft distal position. The surgeon used a torque driver to push the va-screw into the distal shaft hole. The surgery finished successfully.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The affected items were not sent in for evaluation. Only a new screw was investigated. The investigation of the screw shows fully conformity to the specifications. All dimensions are within specification. No product fault could be detected. Age at time of event: approx (B)(6). Placeholder.

Event description:
The screw went through the hole of the plate. This is 2 of 2 reports for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A review of the device history records has been requested. Investigation could not be completed, no conclusion could be drawn as no device was returned.